Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 546 mg/dl and diabetic ketoacidosis. To address the bg level, the customer set a temporary rate per request from health care provider (hcp). Reportedly, the customer was working closely with hcp regarding diabetes management.